Manufacturer narrative:
Event description was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient works in a chicken plant and x-ray, metal detectors, and generators were in the plant. The emi (electro-magnetic interference) shut off her stim and she got a message ¿internal device has lost all data, contact your clinician¿. She said that she had to go to the doctor to have it cleared; the timeline was not provided. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the patient works in a chicken plant and the emi shut off her stim she should got a message ¿internal device has lost all data, contact your clinician¿. She said, that she had to go to the doctor to have it cleared; the timeline was not provided. No further complications were reported or are anticipated.